Event description:
During attempted implant, it was reported that the stylet could not be removed from the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.